Manufacturer narrative:
(B)(4). Device description: the opt546 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt546 interface is shipped to the customer fully assembled. Narrative: the complaint device was not available for investigation. Without the return of the device we are unable to determine whether there were any defects which contributed to the reported separation. Based on information provided by the customer, it is possible that the separation was related to rough handling of the device.

Event description:
A healthcare facility in (B)(6) reported via a distributor that "while evaluating the optiflow [opt546] cannulas", the tubing disconnected from the circuit connector. The cannula was damaged prior to patient use.